Event description:
The doctor stated that the "handpiece gets very hot while we are working on a pt and it has burned the pt's lip." The office noted that the pt did not know about any injury until they noted a blister the day after the procedure. The dental office indicated that other pts had been burned by the same handpiece but were not able to provide anymore info about the other cases.